Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: knoxsl biotronik competitor lead, implanted (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis was performed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead became extrinsically fractured due to a cut. This device was included in a field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The therapies were programmed off and the lead continued to be used. Subsequently, a lead integrity alert (lia) triggered for high threshold with no capture at high output. Testing confirmed a lead fracture. The lead was explanted and was not replaced at the patient¿s request. No patient complications have been reported as a result of this event.